Event description:
It was reported via an int'l report a home care pt experienced inflation difficulties with two (2) size 6 fen devices. The devices were in use approximately nine(9) days when the difficulties were detected. It was also reported that as a result od these difficulties, the pt experienced pain and discomfort. The involved devices were removed and replaced. One of the 6fen devices was returned to the manufacturer for decontamination, analysis, and investigation on 08/23/99.